Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the trigger was jammed on the battery oscillator handpiece device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated coupling too side was out of specification, the trigger was running rough, the sawhead was broken and the handpiece had a turned trigger which caused damage to the controller. It was also observed that the device failed the following pretests: check saw blade coupling and trigger test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to manufacturing construction issues. If additional information should become available, a supplemental medwatch will be submitted accordingly.